Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the multifunction cable on the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that they suspected that it was because the onestep cable and CPR adapter were not seated properly. The plastic inside both accessories were bent from forcibly trying to connect the two. The product will not be returned to zoll for evaluation.